Event description:
The manufacturer received information that a trilogy evo ventilator failed calibration for the active exhalation control module (aecm) verification. A field service engineer attended the customer site to address the issue. No harm or injury was reported. On device evaluation, the alleged calibration failure was confirmed. The three-way solenoid valve and active exhalation module required replacement to address the calibration failure. The field service engineer replaced the evo 3 way solenoid valve and aecm and performed a complete product validation test as per the manufacturer's specifications.

Manufacturer narrative:
The product investigation laboratory (pil) received device components for testing and evaluation with the following findings: pil received a trilogy evo solenoid valve with the allegation of a test failure for active exhalation verification test. Pil was able to confirm a failure of the solenoid valve. Pil suspects that internal contamination caused the failure of the solenoid valve. Pil received a trilogy evo proportional valve with the allegation of a test failure for active exhalation verification test. Pil was unable to confirm a failure of the proportional valve. Pil concluded that the proportional valve operates as designed.